Event description:
The patient had an occipital nerve stimulation (ons) device with a 2x4 lead and prime. The patient described paresthesia was provided by pressure on the extension, but did not provide a complete field. Troubleshooting showed high impedance at the lead and extension. Measurement of the neurostimulator also showed high impedance at channel 7-15. The neurostimulator and one extension were replaced. The lead was also explanted. It was not possible to accomplish this without cutting the lead. A new 2x4 lead was implanted. The neurostimulation system was determined to be fully functional. No further patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.